Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. The most proximal row of struts were found to be raised vertically. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via retrograde approach. An unspecified guide wire was advanced to the lesion. Ivus was performed. A 3.00x32mm promus element plus stent was selected to treat the lesion however the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that the proximal side of the stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.